Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was above 400 mg/dl. Prior to the 400 mg/dl event, the customer had to change his site four or five times. The customer had a blood glucose of 476 mg/dl a few days later; he treated via manual insulin injection and a site change. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned or replaced; however, three replacement infusion sets and reservoirs were shipped to the customer.